Manufacturer narrative:
(B)(4). If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator auto cycled while on the patient. The customer reported the ventilator was changed out so there was no harm or injury to the patient.